Manufacturer narrative:
(B)(4) other (intervention required). (B)(4). Results: arterial trauma/dissection. Access vessel tortuosity. Conclusion: access vessel tortuosity.

Event description:
A valiant thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic ulcerative plaque with intramural hematoma approximately 5 months ago. The ulcerative plaque was located in the proximal-mid descending aorta, about 6 cm distal to the subclavian artery takeoff. A CT approximately 3 weeks post-index procedure showed that the ascending aorta and descending aorta were 3.5 cm and 2.9 cm in diameter, respectively. The iliac arteries were diseased, with tortuosity of the right iliac artery. It was reported that during the procedure, the right common iliac artery was selected as the access vessel, and a 10 mm surgical graft was used as a conduit via a retroperitoneal approach. There was some difficulty advancing the valiant device through the right common iliac artery due to the tortuosity, although the valiant graft was able to be implanted without endoleaks. At some point after the implantation, it was noticed that the patient's distal pulse was not good, and a dissection of the right common iliac artery was noted. The physician elected to implant a 10 mm x 60 mm self-expanding nitinol stent, which successfully resolved the dissection. As per the investigator, the dissection is not related to the device or procedure, and the relation to the procedure is listed as unknown. No additional clinical sequelae were reported, and the patient is fine.